Event description:
The customer reported bellavista1000 us shut off while on a patient. The unit was not ventilating and was on the home screen. The unit did not alarm. Furthermore, patient eyes began to roll back in his head and his color was gray. Patient was placed on an 840.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not determined the exact root cause as no technical failure visible on the logs, no failure found.